Event description:
The patient was feeling pain with the device turned on and being worn. This is very recent. Past testing had shown that electrodes 7 and 8 had shorted. Testing showed that electrodes 9 and 10 had also shorted. The patient has not experienced any popping or crackling but does experience pain. The audiologist can not get the patient to wear the device. The patient has also complained of difficulties with loudness.